Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance-based review of the lot was performed and did not reveal any potential contributing factors to the reported complaint. All corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge with a non-qualified handpiece and viscoelastic. The root cause for the reported complaint is related to a failure to follow the instructions for use (IFU). The product was not returned to evaluate. A non-qualified handpiece and viscoelastic was indicated. The IFU instructs company foldable intraocular lenses (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. The file will be reopened if new information or product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that surgeon had difficulty loading the intraocular lens (iol) into the cartridge and subsequently broke one of the haptics that was on the iol. There was no patient contact. Additional information received stating that surgeon was attempted to load the lens into a company cartridge. Surgeon struggled with loading it into the cartridge and getting the haptics in the correct orientation. Surgeon used company injector to inject. Surgeon removed it once from the cartridge and reloaded it with some difficulty again. Proceeded with iol placement in the patient. Once the iol unfolded in the chamber it was noted that trailing haptic was bent over the optic at the connecting point. Surgeon went to manipulate the haptic and it broke off outside the patient eye. The iol was removed and replaced with an additional iol without incident. There was no patient harm.